Event description:
A malfunction occurred with the pump, identified by code malf 9, which persisted even after resetting. There was no adverse impact to the customer¿s blood glucose level. The customer was directed by technical support to use mdi as a backup therapy. A replacement pump will be provided, and instructions were given to return the malfunctioning pump using a pre-paid label.